Manufacturer narrative:
Covidien reference number:(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and could not duplicate the reported complaint. The event history logs were reviewed and the issue was verified. The pump was replaced. An unrelated issue was found and corrected.

Event description:
It was reported that during patient use a ventilator generated an alarm. The patient was removed from the ventilator and transferred to a different ventilator.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.